Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The transmitter was not requested to be returned for evaluation as it was still being used by the user. The investigation was performed on the user's data available on data management system (dms). Based on the investigation analysis, the system was performing within acceptable parameters prior to the reported event. During the reported event, the system displayed temporary mismatch between the sensor reading and fingerstick measurement, which was followed by better agreement between the sensor readings and fingerstick measurements. The most probable root cause for the temporary mismatch could be a bruise or an impact at the insertion site from any of the external sources. No further investigation was found necessary for this complaint as the system returned to normal functioning.

Event description:
Senseonics was made aware of a false hypoglycemia event and complained of sensor inaccuracies. User reported that the event happened on (B)(6) 2022 at 4:33 pm and mentioned that the sensor glucose reading was 217 mg/dl and the blood glucose reading was 40 mg/dl. User was not symptomatic, but still received high glucose alerts.